Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 19-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the second of two reports. Refer to 2026095-2018-00148 for the first event. Fill volume: 300 ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion time: 45 min. It was reported that a patient experienced a fast flow associated with the use of an elastomeric infusion pump. There was no reported patient injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Manufacturer narrative:
One empty, used homepump was received for evaluation. Flowrate testing was performed on the pump, and fast flow was not observed. However, the pump was received without a filter or fluid control tubing. Testing the pump again with filter and fluid control tubing added also did not result in a fast flow observation. The complaint cannot be confirmed. No root cause available. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.